Event description:
Per oos, this system was removed due to infection. Lumax 340 hf-t, MDR 1028232-2008-01116. Corox otw-s 75-bp, MDR 1028232-2008-01117. Linox sd 65/18, MDR 1028232-2008-01118. Setrox s 53, MDR 1028232-2008-01119.